Event description:
Additional information reported that the patient¿s managing physician never treated the patient for an infection.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had an infection near the pocket site about two weeks after the initial implant. It was noted that, at this time, the patient was getting 'really hot' and the pump area was bright red and painful. Also, the patient had three oral yeast infections since implant. The patient was hospitalized and had her pump removed, cleaned, and re-implanted. After the procedure, the patient had 'two pieces of (B)(6) infection.'